Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. On december 21, 2016, an initial inspection of the a.t.s. 1200 tourniquet by zimmer repair department revealed that there was a system failure at start up and that there were no audible alarms during this failure. Repair of the a.t.s. 1200 tourniquet was performed by zimmer biomet surgical on december 21, 2016 which included replacement of the central processing unit (cpu) board, year old battery, and speaker. The a.t.s. 1200 tourniquet was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that a system failure took place. Before the failure, the main was not working. It was also mentioned that no harm was involved. On december 21, 2016, an initial inspection of the a.t.s. 1200 tourniquet by zimmer repair department revealed that there was a system failure at start up and that there were no audible alarms during this failure.